Event description:
Months ago, hospital reported bad accuracy of the bladder scanners, in addition to cracked scan heads in the same spot for all scan heads. Vendor came in and replaced all scan heads, and upgraded the software claiming this will fix the accuracy issue. After repairs, hospital complaining again about accuracy (reading 118 -122 on a 137 phantom), and new scan heads starting to crack from the same spot. Manufacturer response for bladder scanner, prime (per site reporter): vendor says their acceptable margin is +/- 10% plus 10 ml. So the inaccuracy we are experiencing most probably lay within their margin of error (which is very wide).